Event description:
Patient ECG monitor was found with three minute alarm signal flashing (visual only). Heart rate was 50-60. Alarm was set at 9100-2000. No audible alarm although alarm volume was adjusted properly. Infant was bagged manually and successfully resuscitated to normal heartbeat. Equipment had defective audio board. Manufacturer notified. Service representative replaced audio board and ran complete performance testdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: component failure, telemetry failure, none or unknown, alarm. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.